Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that her insulin pump was constantly alarming sensor error. Customer stated that the sensor was giving incorrect readings, she took it off and noticed that the cannula was bent and with blood in it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84141.